Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon evaluation, the rear response button switch was defective. The cause of the inability to activate the device properly is the defective rear response button switch. The root cause of the defective response button switch cannot be positively identified. No adverse event resulted from the defective response button.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.